Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The legal manufacturer determined it is possible that the connector unit has been disassembled because the connector has been damaged or loosened. As a result, it is probable that the cleaning tube could not be connected. The cause of the connector breakage or loosening may be due to accumulated stress or being hit by another hard object. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Per the instructions for use: check the following for each connector. The connector should be fixed firmly . The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning . Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the customer site and confirmed the broken grey scope connector. The fse replaced the grey scope connector and verified the device according to OEM instructions.

Event description:
The customer contacted olympus to report the oer-pro endoscope reprocessor had a broken grey scope connector. There was no patient involvement.